Event description:
It was reported that the patient is asymptomatic. Update (B)(6) 2023 : it was reported that the patient's left hip was revised after initial complaint of pain. Intra-operatively, abnormalities were noted in the soft tissues (not damage or altr, but did not look 'normal' per rep). Patient was revised to a restoration modular stem construct with a new head and liner. Rep confirmed there were no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding adverse local tissue reaction (altr) , corrosion and osteolysis involving a abgii modular device was reported. The event was confirmed. Method & results: -device evaluation and results: device evaluation was not performed as no devices were received/ device were implanted. -device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. -complaint history review: the complaint databases show there been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported adverse local tissue reaction (altr) and pseudotumor is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient is asymptomatic. Update (B)(6) 2023 : it was reported that the patient's left hip was revised after initial complaint of pain. Intra-operatively, abnormalities were noted in the soft tissues (not damage or altr, but did not look 'normal' per rep). Patient was revised to a restoration modular stem construct with a new head and liner. Rep confirmed there were no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required. H3 other text : not available.